Manufacturer narrative:
Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e1906 is being used to capture the reportable event of unspecified infection. Patient code e2330 is being used to capture the reportable event of pain. Block h11: block h6 (patient codes) were corrected.

Event description:
It was reported that a spaceoar vue was implanted on (B)(6) 2024, under general anesthesia. Additionally, fiducial markers were placed transperineally. The successful injection was confirmed via ultrasound. On (B)(6) 2024, the patient experienced a serious subcutaneous abscess perineal right. The patient required medical intervention. A puncture incision of the abscess and rising of the wound were conducted. During the clinical check-up on (B)(6) 2024, a perineal swelling was observed. The patient reported that after the spacer insertion, there was painful swelling in the perineal area, and in the last few days, a lot of fluid/pus had drained. Fever was never present, and the pain had subsided rapidly with the drainage. Clinically, a small skin lesion was seen in the perineal area, with a small amount of reddish fluid on gentle pressure. Additionally, there were two pimples in the perineal/scrotal region and various scars; the patient seems to be prone to local infections/abscesses. The patient was then referred to urology for prompt evaluation, which took place on (B)(6) 2025. In the meantime, there was still no fever, and the general condition remained good. An infected hematoma was found, which was opened, spread, and irrigated via a small puncture incision, followed by the placement of a moist dressing. The transrectal ultrasound showed the spacer to be intact, and there was no connection between the infected hematoma and the spacer. The attending urologist assessed this as most likely related to the gold marker placement with a simultaneous tendency to local infections/abscesses. The event resolved on (B)(6) 2024. Additional information. The complainant reported that although medical intervention was required to address the reported non-serious infected hematoma perineal right, the event was deemed not serious because the subject never had a serious deterioration of health. In addition, based on the medical staff assessment, the patient's hematoma was related to the fiducials markers placement, with possible relation to the spaceoar injection procedure.

Manufacturer narrative:
Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e1906 is being used to capture the reportable event of unspecified infection. Patient code e2330 is being used to capture the reportable event of pain.

Event description:
It was reported that a spaceoar vue was implanted on (B)(6) 2024, under general anesthesia. Additionally, fiducial markers were placed transperineally. The successful injection was confirmed via ultrasound. On (B)(6) 2024, the patient experienced a serious subcutaneous abscess perineal right. The patient required medical intervention. A puncture incision of the abscess and rising of the wound were conducted. During the clinical check-up on (B)(6) 2024, a perineal swelling was observed. The patient reported that after the spacer insertion, there was painful swelling in the perineal area, and in the last few days, a lot of fluid/pus had drained. Fever was never present, and the pain had subsided rapidly with the drainage. Clinically, a small skin lesion was seen in the perineal area, with a small amount of reddish fluid on gentle pressure. Additionally, there were two pimples in the perineal/scrotal region and various scars; the patient seems to be prone to local infections/abscesses. The patient was then referred to urology for prompt evaluation, which took place on (B)(6) 2025. In the meantime, there was still no fever, and the general condition remained good. An infected hematoma was found, which was opened, spread, and irrigated via a small puncture incision, followed by the placement of a moist dressing. The transrectal ultrasound showed the spacer to be intact, and there was no connection between the infected hematoma and the spacer. The attending urologist assessed this as most likely related to the gold marker placement with a simultaneous tendency to local infections/abscesses. The event resolved on (B)(6) 2024.

Manufacturer narrative:
Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e1906 is being used to capture the reportable event of unspecified infection. Patient code e2330 is being used to capture the reportable event of pain. Block h11: block b2, b5 and h6 (patient codes) have been updated based on additional information received on 31jan2025. Block g2 (report source) has been corrected.

Event description:
It was reported that a spaceoar vue was implanted on (B)(6) 2024, under general anesthesia. Additionally, fiducial markers were placed transperineally. The successful injection was confirmed via ultrasound. On (B)(6) 2024, the patient experienced a serious subcutaneous abscess perineal right. The patient required medical intervention. A puncture incision of the abscess and rising of the wound were conducted. During the clinical check-up on (B)(6) 2024, a perineal swelling was observed. The patient reported that after the spacer insertion, there was painful swelling in the perineal area, and in the last few days, a lot of fluid/pus had drained. Fever was never present, and the pain had subsided rapidly with the drainage. Clinically, a small skin lesion was seen in the perineal area, with a small amount of reddish fluid on gentle pressure. Additionally, there were two pimples in the perineal/scrotal region and various scars; the patient seems to be prone to local infections/abscesses. The patient was then referred to urology for prompt evaluation, which took place on (B)(6) 2025. In the meantime, there was still no fever, and the general condition remained good. An infected hematoma was found, which was opened, spread, and irrigated via a small puncture incision, followed by the placement of a moist dressing. The transrectal ultrasound showed the spacer to be intact, and there was no connection between the infected hematoma and the spacer. The attending urologist assessed this as most likely related to the gold marker placement with a simultaneous tendency to local infections/abscesses. The event resolved on (B)(6) 2024. Additional information. The complainant reported that although medical intervention was required to address the reported non-serious infected hematoma perineal right, the event was deemed not serious because the subject never had a serious deterioration of health. In addition, based on the medical staff assessment, the patient's hematoma was related to the fiducials markers placement, with possible relation to the spaceoar injection procedure.